Event description:
It was reported that revision was done on bilateral knee bearings were taken out after 15+ years of being implanted. #7 10 mm poly was taken out and replaced with #7 15 mm x poly. Reason for revision - loosed knees.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #7, 10m poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.